Event description:
(B)(4) study. Pt injected with 1.0ml of coaptite injectable implant for stress urinary incontinence on (B)(6) 2009. The pt developed urinary retention (same day), which was detected with a bladder ultrasound. The pt was treated with a foley catheter for five days; the retention resolved on (B)(6) 2009. On (B)(6) 2009, the pt was prescribed topical anticholinergic medication for urge incontinence. On (B)(6) 2009, the pt developed a urinary tract infection, which was treated with antibiotics for 2 weeks.

Manufacturer narrative:
This event was reported in the line listing of the (B)(4) study status report for (B)(4), submitted to the FDA in march 2010. Since the adverse event required catheterization, it was determined to be a reportable event. The device history records for coaptite lot 1010803 were reviewed; all required testing specifications were met prior to release and there were no abnormalities noted for this lot.